Event description:
It was reported that the device was heating up in a case. Another was used to complete the procedure. There was no medical intervention required and no delay in the procedure.

Manufacturer narrative:
The device was evaluated by the MFR and the event as reported by the customer was confirmed. Upon disassembly found that the attachment has a build up of debris internally. The debris was also in the upper bearing. The debris is most likely the cause for the attachment to heat up.